Event description:
It was reported that the customer administered a mealtime bolus but did not calculate the appropriate amount of carbohydrates in the bolus menu for the food consumed. The customer's blood glucose (bg) level subsequently increased to "high" (specific bg value was not provided). Customer delivered a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.